Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. This report is a related record of another complaint. Please refer to the report with MFR report number 2955842-2025-39280 for details regarding the other universal seal that was used in the same procedure.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the insufflation inlet connection of 2 universal seals were broken off. The procedure was completed as planned. No fragments fell inside the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the damage occurred at the insufflation port, resulting in air leakage. The air leak led to a sudden loss of insufflation, though there were no complications or injuries to the patient. Both universal seals were used during the same procedure and experienced similar damage, with each having the insufflation port broken off. Additionally, the reporter noted that two universal seals were broken, with one being taken off the field by a vendor representative. Despite the issues, no intraoperative photos or videos were provided for review.

Manufacturer narrative:
The customer reported that the universal seal had detached from the insufflation inlet. The affected part will not be returned for failure analysis, as it is classified as an accessory. The probable root cause of the customer reported issue is attributed to the damaged universal seal.

Event description:
Refer to h11 for follow-up information.